Manufacturer narrative:
A ge service representative performed an over the phone investigation. The hospital biomed engineer charged the batteries during the service call. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. There was no pt injury or death reported.